Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin was leaking at the tubing-to-connector interface on the ilet insulin delivery setup, with repeated occurrences and a recent event associated with hyperglycemia; the caregiver was not present with the patient during troubleshooting, and guidance was provided to ensure the luer lock and tubing were tightened. Symptoms included elevated blood glucose up to 400 mg/dl. Outcomes included self-management of hyperglycemia with subcutaneous insulin injections using multiple daily injections without third-party assistance and no alerts or alarms reported. Investigation included user education and troubleshooting focused on connection integrity. Investigation of this case revealed user handling likely contributed, as the caregiver acknowledged the patient might not be tightening the tubing and connector adequately. It was concluded that the event was consistent with a connection integrity issue leading to underdelivery and resultant hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.